Manufacturer narrative:
Please note that patient information is unknown at this time.        (B)(4).   (B)(6).   The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was an infection at femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd). Approach was made with an unknown 5f sheath for a diagnostic peripheral procedure.

Manufacturer narrative:
The infection was noted by the hospital about 23 days after the mynxgrip sealant was deployed. The infection was treated with antibiotics. The patient recovered from the infection. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed. It is unknown if the patient received prophylactic antibiotics prior to the procedure. The patient was under local anesthesia during the outpatient procedure. It is unknown precisely how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or had the patient experienced a recent infection (e.g. History of mrsa, diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker, or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. It was reported that there was an issue/complication experienced as the mynxgrip was deployed in the patient; however, the sealant was deployed at the intended location. There was an infection reported at femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd). An approach was made with an unknown 5f sheath for a diagnostic peripheral procedure. The infection was noted by the hospital about 23 days after the mynxgrip sealant was deployed. The infection was treated with antibiotics and the patient recovered from the infection. Hospital protocols (i.e. Sterile technique) were followed. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. It is unknown if the patient received prophylactic antibiotics prior to the procedure. The patient was under local anesthesia during the outpatient procedure. It is unknown precisely how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or if the patient had experienced a recent infection (e.g. History of mrsa, diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker, or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. It was reported that there was an issue/complication experienced as the mynxgrip was deployed in the patient; however, the sealant was deployed at the intended location. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Patient, pharmacological, and puncture-site care factors are likely contributing factors to the infection reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
There was an infection reported at the femoral artery puncture site after using a 5f mynxgrip vascular closure device (vcd). An approach was made with an unknown 5f sheath for a diagnostic peripheral procedure. The infection was noted by the hospital about 23 days after the mynxgrip sealant was deployed. The infection was treated with antibiotics and the patient recovered from the infection. Hospital protocols (i.e. Sterile technique) were followed. The device packaging was not compromised during storage; and the packaging was opened in a sterile field. It is unknown if the patient received prophylactic antibiotics prior to the procedure. The patient was under local anesthesia during the outpatient procedure. It is unknown precisely how the access site was cleaned/maintained post-procedure; however, the hospital routinely gives antibiotics until the patient is discharged from the hospital. It is unknown if the patient was immunocompromised or if the patient had experienced a recent infection (e.g. History of mrsa, diabetes, cancer, pneumonia, etc.). It is unknown if the patient is a smoker, or if the patient was taking chemotherapy, steroid therapy or tnf inhibitors. It was reported that there was an issue/complication experienced as the mynxgrip was deployed in the patient; however, the sealant was deployed at the intended location. A non-sterile mynxgrip vcd 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath was on the catheter, abutting the distal end of the shuttle hub. The sealant and the advancer tube were not returned. No anomalies were observed. Review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The event reported as ¿infection¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be determined. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.